Event description:
It was reported that the cot was collapsed at the foot end. No pt involvement or adverse consequence was reported.

Manufacturer narrative:
Side tube. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.